Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint of a melted/damaged cable. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. The material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Fa found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire. A review of the logs showed the maryland bipolar forceps (part# 471172-16 / lot # n12200817 0239) was last used on (B)(6) 2022 in a pulmonary lobectomy procedure performed on system (B)(4). No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps had a melted/damaged cable.there was no report of injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer informed that the thermal damage was noted after reprocessing. The instrument was inspected prior to reprocessing. The customer informed that the instrument was inspected prior to surgery and no damage was noted. The customer stated they followed their policy and sprayed and soaked the instrument after the procedure. No damage was noted at this time. The customer informed that the instrument did not collide with any other instrument or tool during the last procedural use. The customer confirmed no arcing was observed and there was no injury to the patient.